Event description:
Reporter reported via a distributor that while an rt100 adult breathing circuit was being used, the alarm on the humidifier had activated. The indicator showed that the probe was defective and the inspiratory heater wire had a conductivity defect. The breathing circuit worked as intended when the inspiratory tube had been replaced. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in other country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The electrical resistance of the heater wires in both inspiratory and expiratory tubes of an rt100 breathing circuit were tested using a multimeter. Results: the resistance of the inspiratory heater wire was outside the allowable range due to a poor connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: high resistance in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire developed the fault post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving open circuit heater wires in adult breathing circuits has a rate of occurrence of 44 ppm (a total units affected in all sales) worldwide in the last year to january 2009.